Manufacturer narrative:
(B)(4) - excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that using a radial artery access approach during a procedure of the coronary artery the 4.0 x 15 mm xience prime stent was successfully deployed at the target lesion, however, after 15-20 seconds for deflation and during the attempt to remove the stent delivery system (sds) the balloon was noted to be stuck in the stent. The sds was strongly pulled and force was applied to successfully remove all of the balloon from the stent and from the anatomy. A second balloon catheter was used for post dilatation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. No additional information was provided.